Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: cause cannot be definitively determined. It was concluded that the surgeon was indeed experiencing the previously addressed design issue. The articular surface peripheral press-fit with the tibial tray causes the medial or lateral edges of the art surface to not fully seat. The solution to this issue is the peripheral rib impactor instrument, which impacts the raised side in order to fully seat the poly surface. (B)(4). This particular surgeon was found to not being using the recommended instrument from the notification. Eval: as returned, there is damage on and around the locking feature of the articular surface, confirming this difficulty. Mfg documentation for the reported devices was reviewed and indicate they were mfg, inspected, and packaged to spec.

Event description:
It is reported that the surgeon was unable to properly seat the articular surface. When attempting to seat, there was an asymmetric gap of approx 1 to 1.5 mm on the medial side of the tibial plate. After very aggressive impaction, the surgeon was able to reduce the gap to an acceptable level. It is also reported that the surgeon had difficulties inserting another surface of the same size.